Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. A device software download was performed successfully.